Event description:
User facility reported that following the seating of a novasure disposable device no green or red light illuminated to indicate a passed or failed cavity integrity assessment (cia) test. The device was removed and the physician performed a laparoscopy and noted a uterine perforation. The pt was discharged home following the attempted ablation. In 2008, it was reported that the physician did not know if her perforated the uterus with the sound (not a hologic device) or with the disposable novasure device. Additionally, it was reported the pt experienced "moderate pain" at the time of this event but is doing "fine" now. In 2008, additional info was received from the physician. He reported there were 2 perforations, one on each side of the uterus. No treatment was needed for the perforations and he proceeded with a laparoscopic tubal ligation prior to discharging the pt. He reported the pt has not yet returned to his office for follow-up.

Manufacturer narrative:
Reflect the investigation of the rfc. The disposable device has not yet been received. Device history record (DHR) review was conducted for the disposable device and radio frequency controller. No abnormalities were noted related to the reported info. The products were released meeting all qa specifications. Based on the info obtained to date, no direct correlation can be made between the repored event and the novasure system. According to the instructions for (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.